Event description:
It was reported that medtronic lead was surgically abandoned due to physical damage. No additional adverse events were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).